Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received a non boston scientific barostim device. This resulted in oversensing of the electrical pulses send by the barostim device by the right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this is contraindicated for the use of the ICD. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported related to the off-label use. Additional information from the filed indicates the device was reprogrammed to enhance its detection. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received a non boston scientific barostim device. This resulted in oversensing of the electrical pulses send by the barostim device by the right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this is contraindicated for the use of the ICD. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported related to the off-label use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.